Manufacturer narrative:
(B)(4). This device model is an ife (import for export) therefore 510(k) does not apply. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036)..

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating a brand new endoscope was found to be contaminated with 59 cfu (yersinia enterocolitica+moisissures+bacillus sp.+trichosporom beigellii) involving pentax model eg-3270uk/(B)(4).

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. 9610877.(B)(4). (Exemption number e2015036).

Event description:
The customer performed a second reprocessing and testing on the gastroscope. The results of the second testing indicated 0 cfu. On (B)(6) 2016, a device history review was performed which confirmed the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed no further information has been received for this event, therefore, pentax medical considers this medwatch report closed.